Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-product analysis:the device was returned and evaluated by product analysis on 07/06/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. No related issues were observed in the pump¿s black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries that occurred during investigation were recorded accurately in the pump¿s history. The pump¿s basal settings were maintained when the battery was removed for 24 hours.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the basal rates were lost when the batter was removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.